Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh were implanted. It was also reported that she experienced pain, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including excision of mesh on (B)(6) 2011 and (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, atrophic vaginitis, urinary urgency, abscess, incontinence, nocturia, cystocele, rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with insertion of the mesh, cystoscopy, anterior and posterior repair; due to cystocele, rectocele and occult stress urinary incontinence.